Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
There was a large amount of static electricity generated at the sample probe. The customer did not use an ion blower on the instrument. The field service engineer checked the instrument. The position and liquid level detection voltage of the sample probe were checked and there was no abnormality. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys acth test system and a second patient sample tested with the elecsys total psa immunoassay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an acth value of 8.7 pmol/l. The sample was repeated twice, resulting with values of 195.1 pmol/l and 190.3 pmol/l. The second sample was diluted x50 and tested, resulting with a psa value of 0.216 ng/ml. This sample was diluted x20 and repeated, resulting with a psa value of 1648 ng/ml. The acth reagent lot number was 399347. The reagent expiration date was requested, but not provided. The psa reagent lot number and expiration date were requested, but not provided.